Manufacturer narrative:
Additional information was received on march 28, 2019. The returned condition of the anchor window and ring 13 missing was not noted after removing the catheter from the patient. The physician did not notice anything special when he removed the catheter from the patient. He said that he checked the catheter because there were issues with electrodes 13 and 14. The person who packed the catheter did not check how the catheter looked before she packed it. There was no patient consequence. The catheter was not used on a patient with a prosthetic valve. Physician did not notice any difficulty during insertion or removal of the catheter. The mobicath 8.5 fr sheath was used. Investigation summary: it was reported that a patient underwent a procedure with a pentaray nav high-density mapping eco catheter. The pentaray nav high-density mapping eco catheter was connected to the patient interface unit (piu). After connection, a lot of noise appeared on the pentaray nav high-density mapping eco catheter on signal 13-14. Noises were seen on the ep recording system and the carto system. Noise was very disruptive. They tried to change the catheter and dongle between the patient and the piu without any resolution. They also restarted the piu but it did not resolve the issue. The catheter was exchanged and the issue resolved. No patient consequences were reported. The device was inspected and the spine d was found damaged, anchor window and ring #13 were missing. Ring #14 was kinked. Metal exposed. Then, electrical test was performed and the catheter failed, no electrical readings were observed on electrode #13. This could be related to the damage observed on the spline. Then, the catheter outer diameter was measured and failed due to the damage observed on the rings. Then, irrigation test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the spline cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30160771l number, and no internal actiion was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a pentaray nav high-density mapping eco catheter and the biosense webster product analysis lab found the spline detached and the electrode was damaged. Initially, the pentaray nav high-density mapping eco catheter was connected to the patient interface unit (piu). After connection, a lot of noise appeared on the pentaray nav high-density mapping eco catheter on signal 13-14. Noises were seen on the ep recording system and the carto system. Noise was very disruptive. They tried to change the catheter and dongle between the patient and the piu without any resolution. They also restarted the piu but it did not resolve the issue. The catheter was exchanged and the issue resolved. No patient consequences were reported. The noise issue was assessed as not reportable. The patient's heart rhythm was still visible to the operator. The risk to the patient was low. The biosense webster product analysis lab received the catheter for evaluation and on (B)(6) 2019 found damage on spline d. The anchor window and ring 13 are missing. Ring 14 was kinked. The spline detached and the electrode damage was assessed as reportable issues. The awareness date for the reportable lab findings were (B)(6) 2019.